Event description:
Small 20mm inside lining at the tip of a needle holder chipped off and was retained in the pt. Metal fragment was seen on post op xray. We did not know it was the needle holder until drapes, room, trash, and instruments were examined after seeing the xray. Disclosed retained metal to the pt. No harm, no added tests and no extra length of stay. Pt said it could stay in unless she develops pain or problems down the road. Pt wanted to go on to inpatient rehab for her hip replacement as scheduled. Incident report done. Cno and rm paged. Rm met with surgeon. Surgeon disclosed error. Product from integra returned to the vendor for quality eval. Not sure of the age of the holder, less than 10 years, probably more than 3 years. No previous history or trends with this product. Metal could have chipped off during closing of the hip incision. Dates of use: 2009 - hip surgery pac. Diagnosis or reason for use: hip replacement. Event abated after use stopped: yes.